Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test performed and failed including audio test; serial number verification. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to assembly error. Pictures were taken. The speaker and vibrator resistances were measured and passed. Performance data was reviewed finding no errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test performed and failed including audio test; serial number verification. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to assembly error. The speaker and vibrator resistances were measured and passed. Performance data was reviewed. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).